Event description:
It was reported that a staff member was having difficulty pushing the bed up an incline, and in the process received a muscle strain. No specific malfunction with the bed was reported. The user was evaluated by a physician, however no further medical intervention was reported.

Manufacturer narrative:
The issue was resolved for the customer by the sales rep training the customer on proper transport techniques including using two caregivers with the steer function engaged when transporting patients.

Event description:
It was reported that a staff member was having difficulty pushing the bed up an incline, and in the process received a muscle strain. No specific malfunction with the bed was reported. The user was evaluated by a physician, however no further medical intervention was reported.